Event description:
Boston scientific received information that 3 months after implant this left ventricular (lv) lead dislodged. During the explant procedure, visual inspection noted signs of damage to the lead. There were no adverse patient effects reported. Lead was explanted and successfully replaced with another left ventricular (lv) lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory analysis found that the poly tubing partially melted, this was likely caused by the electrocautery. Dislodgement of the lead could not be confirmed during analysis testing.